Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to the lack of a no power alarm when both power sources were disconnected from the controller. Further inspection revealed that the internal battery that powers the no power alarm was depleted and had signs of leakage. The confirmed malfunction is related to the reported event. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported event can be attributed to a faulty internal nimh battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that the patient called 911 last night, and stated he wasn't feeling well. When patient got to the emergency room (ER) his controller was not alarming but he was not connected to any power source "for a while before they noticed". It was stated that the patient's pump was off for approximately 2 hours. Patient claimed his controller never alarmed. ER performed a toxicology lab screen which was positive for cocaine. It was stated that the power was reconnected to the controller and it restarted. It was stated that they were "unsure if patient's anticoagulant was therapeutic before the restarted of the pump." When manufacturer representative spoke with site, it was recommended to have the controller exchanged as it was possible that the internal battery may be depleted. An elective controller exchange was then performed without difficulty. It was said that the log files were sent to the manufacturer. No additional information provided. Investigation is ongoing.